Event description:
The following info was reported to davol by the pt's attorney: on (B)(6) 2005 - the pt suffered an industrial injury while working. The pt sought treatment for his injuries and was ultimately diagnosed with multiple medical conditions, including an umbilical hernia and bilateral inguinal hernias. On (B)(6) 2006 - the pt underwent surgical repairs to treat his umbilical hernia and bilateral inguinal hernias with bard ventralex hernia patch and a bard mesh monofilament knitted polypropylene. On (B)(6) 2011 - the pt underwent a routine colonoscopy and a "foreign body" was discovered in the pt's colon. Consequently the pt underwent a CT scan the revealed the "foreign body" was actually the bard mesh from his umbilical hernia repair on (B)(6) 2006. In 2011 - the pt underwent surgery to remove the mesh. The pt's attorney alleged disability, migration of mesh, add'l surg, pain, internal bleeding, explant.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether the device may have caused or contributed to the reported event. No lot number has been provided by the pt's attorney; therefore a review of the mfg records could not be conducted. Additionally, no product was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.